Manufacturer narrative:
MDR 3003442380-2024-01213 -device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that patient faced 5 infusion set cannula was kinked. The first incident happened on (B)(6) 2024; the second and third on (B)(6) 2024; the fourth on (B)(6) 2024; and the fifth and final event happened on march 29, 2024. All the events occurred within 3 hours of insertion. Infusion set was in use for few hours. No further information was available.